Event description:
Bedside monitor not alarming when patient desatted - no audible alarm. Monitor also not making the normal heart rate tone heard, making a clicking noise. FDA safety report ID# (B)(4).